Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during a low anterior resection, the surgeon was using the device for ligation but the clip was not closed properly. It was closed like a scissor. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality, the device was cycled, fed and formed 10 conforming clips as intended and the remaining 7 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. No scissor clips were noted during testing. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.